Manufacturer narrative:
According to the customer, on (B)(6) 2023 a foley was inserted with a guidewire for a "cysto" and after a "few minutes" it was noted that the foley was coming out. The customer reported a syringe was used in attempt to deflate the balloon but, "only a few drops of water came back because the balloon was not intact". The customer reported an additional foley was successfully inserted as a result of the reported incident. The customer reported there was no patient harm related to this incident. Sample was requested to be returned. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 a foley was inserted with a guidewire for a "cysto" and after a "few minutes" it was noted that the foley was coming out.